Event description:
The patient has receiving tpn via a bodyguard 323 pump since (B)(6) 2014. On (B)(6) 2014, orders received from a new physician and the volume of the tpm was increased to 3500ml over 12 hours with a 1 hr taper up/down. Upon weekly follow up the patient noticed tpn left in the bag at the end of the infusion. It was more than the planned 100ml overfill. Then (B)(6) 2014, hi volume was increased to 400ml over 12hr. At that tine he had approximately 400ml left in bags. We switched out pump x3 and it happened with all pump. We tested the compounder tpn made on (baxa) and verified volume compounded was correct. We ran a bag of tpn in house overnight into an empty container with bodyguard pump and found results similar to those patient reported. Diagnosis or reason for use: short bowel syndrome. Malignant neoplasm of appendix.